Manufacturer narrative:
Product analysis the device was returned with the lock pin assembly broken the deployed stent was confirmed as 200mm medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the stent was able to be deployed manually without issue and no action was taken as a result of the elongation, the stent deployed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during treatment of a lesion in the mid left superficial femoral artery with a 6x200mm protege ef, partial deployment of the stent occurred at the target site within the patient vasculature. The arery was 6mm in diameter. During deployment, the stent stopped deploying and the pin broke, and the stent would not continue to deploy. The procedure was completed by manipulating the device to achieve full deployment. Elongation of the deployed stent was noted. The vessel was not pre-dilated but was post-dilated using an evercross percutaneous transluminal angioplasty balloon. Embolic protection was used with a 4mm spider device. The delivery system was safely removed, and the stent remained implanted in the patient. No vessel damage. No patient complications have been reported as a result of this event.